Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced syncopal episodes and heard occasional 'beeps' from his ICD. The physician noted that during the sycopal episodes, there were no tachycardic episodes or loss of capture. The physician performed an invasive procedure to evaluate the system and elected to reposition the transvenous defibrillation lead, implant a bipolar lead and replace the ICD with an ICD capable of bipolar pacing.